Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the cem nosecone and the cusa excel straight handpiece got hot during a brain tumor removal on (B)(6) 2020. The output was unstable (sometimes it would not increase or the setting was at 40% but it increased up to 70%). Aspiration 60/irrigation 3ml/output 40/ts 0. There was a delay for over 30 minutes and the procedure was completed using the same device with no adverse consequences to the patient.

Manufacturer narrative:
The cusa handpiece was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.